Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the system remains in service. Should additional information become available, this investigation will be updated.

Event description:
Additional information received states that this rv lead was removed from service due to high thresholds and rising impedance. The physician electively replaced the device at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that the impedances on this right ventricular (rv) lead have been trending upward since implant. The local sales representative discussed this with boston scientific technical services (ts) and it was recommended that the patient be monitored. Additional information provided from the local sales representative states that the impedances were 800 ohms. A defibrillation threshold (dft) test will be completed in the near future. No adverse patient effects reported. Additional information received from the local sales representative stated that this patient was brought in for a non-invasive programmed stimulation (nips) test. The impedances rose from 600 ohms to 1,037 ohms in the past year.